Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that his and mother's insulin pump was acting up and alarmed motor error. Customer stated that the did not have his insulin pump with him and he is currently using mother's insulin pump. No blood glucose reading provided. Customer stated the mother's insulin pump alarmed button error. Customer will call back with information for his own insulin pump. No further information provided.